Manufacturer narrative:
Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Additional narrative updated b5, h3, and h6 h3: product evaluation report of stenosis was confirmed through observed host tissue overgrowth. X-ray demonstrated commissure 3 bent inward, minimal calcification on leaflets 1 and 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 1 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. All three leaflets were thickened and swollen at the free margins near the commissures. Host tissue overgrowth formed a ring around the circumference at the inflow aspect and led to stenosis. As received, serrated mechanical damage marks were observed on leaflet 1 and did not penetrate leaflets. Wireform was exposed around commissures 1 and 3. Sewing ring cloth had multiple cuts around the valve.

Event description:
It was learned via implant patient registry that a 3300tfx 19mm aortic valve was explanted and replaced with a 11500a 21mm after an implant duration of 5 years, 9 months due to stenosis. Per product evaluation pannus, leaflet thickening, and stenosis were confirmed.

Event description:
It was learned via implant patient registry that a 19mm aortic valve was explanted and replaced with a 21mm valve after an implant duration of 5 years, 9 months due to unknown reasons.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as its availability is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.